Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a cre esophageal/colonic wireguided balloon dilatation catheter was used during a stenting procedure performed on (B)(6), 2009 on a male pt. According to the complainant, during preparation, when the device was inflated outside of the pt's body and the balloon burst. The procedure was completed with another cre balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).